Event description:
Dr reported via our sales rep, that during surgery the inner shaft was broken when he tried to remove the rod after it was inserted into the screw heads. The surgery was completed successfully with a replacing device. According to the info given, there was no prolongation of the surgery and no impairment for the pt.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.